Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: following the requisite time period after implantation of essure plaintiff had a hsg test that confirmed proper placement. Plaintiff underwent hysterosalpingogram (hsg) in 2009. In 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash, genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines"), weight fluctuation ("weight fluctuations"), alopecia ("hair loss"), depression ("depressed"), anxiety ("anxious"), abdominal distension ("bloating/ gastrointestinal or digestive system condition type: bloating"), menstruation irregular ("irregular menstruation"), headache ("headaches"), bacterial vaginosis ("vaginal infection/ infection (bladder/urinary tract/vaginal) type: bv"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea") and fungal infection ("infection (bladder/urinary tract/vaginal) type:yeast") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, genital haemorrhage, fatigue, migraine, weight fluctuation, alopecia, depression, anxiety, abdominal distension, menstruation irregular, headache, bacterial vaginosis, vaginal haemorrhage, menorrhagia, nausea, weight increased and fungal infection outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, bacterial vaginosis, depression, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 13-may-2019: plaintiff fact sheet received : events added- menorrhagia, vaginal haemorrhage, nausea, weight increased, fungal infection. Event ¿vaginal infection¿ was updated to ¿bacterial vaginosis¿. Verbatim ¿rashes or skin conditions¿ clubbed with event ¿rashes¿. Product indication, explant date, patient details and reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and genital haemorrhage ('abnormal, heavy bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: following the requisite time period after implantation of essure plaintiff had a hsg test that confirmed proper placement. Plaintiff underwent hysterosalpingogram (hsg) in 2009. Essure confirmation test(s) conducted, specify date of test : (B)(6)2009 (date discrepancy noted per. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash, genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines"), weight fluctuation ("weight fluctuations"), alopecia ("hair loss"), depression ("depressed"), anxiety ("anxious"), abdominal distension ("bloating/ gastrointestinal or digestive system condition type: bloating"), menstruation irregular ("irregular menstruation"), headache ("headaches"), bacterial vaginosis ("vaginal infection/ infection (bladder/urinary tract/vaginal) type: bv"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), fungal infection ("infection (bladder/urinary tract/vaginal) type:yeast") and skin disorder ("skin disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed on (B)(6)2017. At the time of the report, the allergy to metals, genital haemorrhage, fatigue, migraine, weight fluctuation, alopecia, depression, anxiety, abdominal distension, menstruation irregular, headache, bacterial vaginosis, vaginal haemorrhage, menorrhagia, nausea, weight increased, fungal infection and skin disorder outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, bacterial vaginosis, depression, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, nausea, skin disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Event : skin condition were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash, genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines"), weight fluctuation ("weight fluctuations"), alopecia ("hair loss"), depression ("depressed"), anxiety ("anxious"), abdominal distension ("bloating"), menstruation irregular ("irregular menstruation"), headache ("headaches") and vaginal infection ("vaginal infection"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the allergy to metals, genital haemorrhage, fatigue, migraine, weight fluctuation, alopecia, depression, anxiety, abdominal distension, menstruation irregular, headache and vaginal infection outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, depression, fatigue, genital haemorrhage, headache, menstruation irregular, migraine, vaginal infection and weight fluctuation to be related to essure. Diagnostic results: following the requisite time period after implantation of essure plaintiff had a hsg test that confirmed proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.